Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient admitted in with postcardiotomy cardiogenic shock had an impella cp and impella rp flex placed for bipella support. The patient was escalated from an intra-aortic balloon pump. The impella cp was supporting when there was limb ischemia noted on day two. The leg was revascularized in the cardiac catheterization laboratory. The pump remained on rather than escalating and explanting due to the patients critical nature and discussions ongoing with the family. The team withdrew care and patient expired after 61 hours.